Event description:
It was reported that during surgery an accord screwdriver hex was found stripped. The screwdriver was replaced on march and it hasn't been used on cases until now. There was a delay greater than 30 minutes, no injury was reported. The procedure was finished with the same device.

Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A visual inspection confirmed the threads are damaged on the accord dual ended hex driver, which would cause the device not to function as intended. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms although it was reported that there was a surgical delay, per e-mail communication this did not result in any patient injuries. Since no patient injuries are being reported and the procedure was completed no further clinical/medical assessment is warranted at this time. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.